Event description:
Device 1 of 5. Reference MFR report: 1627487-2019-04658. Reference MFR report: 1627487-2019-04659. Reference MFR report: 1627487-2019-04660. Reference MFR report: 1627487-2019-04661.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3166, scs lead, model 3186, scs lead, model 3342, scs extension, model 3662, scs ipg. Therapy date: unknown when the issue started. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2019-04658, reference MFR report: 1627487-2019-04659, reference MFR report: 1627487-2019-04660, reference MFR report: 1627487-2019-04661. It was reported the patient experienced ineffective therapy due to high impedances. As such, surgical intervention was undertaken on (B)(6) 2019 where in the scs system was explanted and replaced with a new scs system. Reported, effective coverage was established postoperatively.